Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Healthcare professional later reported a left side rupture. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade ii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Non-penetrating nicks observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.